Event description:
Received an electric report of a patient event that occurred in a dialysis facility. The initial report states the patient discontinued treatment due to feeling bad. Patient was difficult to arouse and vomited. Blood cultures drawn. Vancomycin and gentamycin given IV and patient transported to the ER. The intial reporter was contacted for additional information. It has been learned this event occurred 3 hours and 10 minutes into the dialysis therapy. The reporter thought this event is a possible dialyzer reaction. According to the rn the patient arrives for treatment perfectly normal and becomes confused by the end of treatment. For this event, the patient ended up admitted in the hospital and was placed on a vent. The symptoms present as sepsis according to the rn. The patient reportedly had a temp of 106f at the end of therapy. Other presenting symptoms included nausea and vomiting, diarrhea and hypotension. The rn reported that the antibiotics seem to help. The patient has recovered and will be discharged to a skilled nursing home and then home once fully recovered. The patient underwent a cardiac workup this admit where she was diagnosed with a low ejection fraction. Staff has difficulty maintaing a bp. The patient reportedly is putting on too much fluid between treatments. New updated information provided in 2006 stated the patient has neutropenia. The patient will be referred to hemotology for further work up. There is no sample available for an evaluation. The patient is receiving dialysis with a gambro 170h dialyzer with no further symptoms. The patient continues to be weak and remains in the nursing home.